Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she had to press act button with a lot of force to activate and it was hard to hold down with that much force while priming the insulin pump. The customer also reported that she was getting random no delivery alarms, and rewind was slower than in the past. The insulin pump will not be returned for analysis.